Event description:
It was reported by the patient that the lead was replaced due to 'drawing too many volts'. The medtronic representative reported that the lead was set to max output due to high thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found; full lead was returned.